Event description:
It was reported that this pacemaker exhibited premature battery depletion (pbd). Data analysis confirmed pbd and that power consumption of the device has been increasing and is expected to continue to increase. Device replacement was suggested and to return device for detailed analysis. To date, no intervention was done and the device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker exhibited premature battery depletion (pbd). Data analysis confirmed pbd and that power consumption of the device has been increasing and is expected to continue to increase. Device replacement was suggested and to return device for detailed analysis. To date, no intervention was done and the device remains in service. No adverse patient effects were reported. Additional information indicated that this device was explanted and replaced. This device will not be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. If information is provided in the future, a supplemental report will be issued.